Manufacturer narrative:
(B)(4). The returned guide wire was deformed in a curve at approximately 60mm proximal to the wire tip. Coils were widened distal to the middle solder set at 30mm from the wire tip. The distal segment of the guide wire proximal to the tip was undulated with disarranged coils. The guide wire remained in one piece including the coils. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the deployed stent; the excess tensile stress led the coils to be stretched originating from the solder; coils were gathered distally; and the distal wire turned out to be undulated. Undulation of the distal wire attributed to difficulty in wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings]: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings]: do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects]: removal difficulty of guide wire, breakage of the guide wire.

Event description:
It was reported that it was difficult to remove an asahi guide wire from the anatomy and additional device was used to safely remove the guide wire during a pci to treat a severly tortuous 99% stenosis in the lad #7. The guide wire was advanced with a microcatheter in attempts to cross the lesion, however, it only was able to be advanced to d1 direction. With the guide wire being in place, another 0.014 inch asahi guide wire was advanced and successfully crossed. Poba was performed and a stent was deployed. After stenting was made, ivus confirmed that the first guide wire was trapped by the deployed stent and unable to be removed. An otw balloon catheter was then delivered over the trapped guide wire and entered between the stent and the vessel wall. The trapped guide wire was successfully removed. The pci was completed after post-dilatation of the deployed stent. The physician commented that he used the subject guide wire as a jail wire by mistake. The patient was fine without adverse effect.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.